Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, the patient's vital parameters steadily decreased and then an echocardiogram revealed a pericardial effusion. The pericardial effusion was punctured in order to stabilize the patient. The procedure was then cancelled. The pericardial effusion was thought to have started before mapping began, however, the perforation was not noted until ablation was just started. Prior to mapping, a double transseptal puncture was performed with the same needle and then the sheaths and catheters were inserted. The physician did not suspect a direct connection between the pericardial effusion and abbott's products. The physician alleged that the most likely cause of the pericardial effusion was age-related complications. There were no performance issues with any abbott device.